Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak on the inside of the cassette door of their cycler during step 8 of their pd treatment. The patient stated that there were dry fluid streak marks on the cycler screen. It is unknown at which point in therapy the leak may have begun. Fluid was not discovered in the pump module area and was not discovered on the external of the cassette. The patient was advised to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). A new cycler was issued to the patient. Additional information was requested, however, to date has not been provided.

Manufacturer narrative:
H3 it was reported that a peritoneal dialysis (pd) patient discovered a fluid leak on the inside of the cassette door of their cycler during step 8 of their pd treatment. The patient stated that there were dry fluid streak marks on the cycler screen. It is unknown at which point in therapy the leak may have begun. Fluid was not discovered in the pump module area and was not discovered on the external of the cassette. The patient was advised to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). A new cycler was issued to the patient. Additional information was requested, however, to date has not been provided. The cycler was not returned; a physical investigation was not performed. Investigation determines that there was no causal relationship between the objective evidence and the alleged event; the alleged event is unconfirmed. A product history review was completed during the investigation (see product history review section below).this investigation summary is specific to concord manufacturing product only.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak on the inside of the cassette door of their cycler during step 8 of their pd treatment. The patient stated that there were dry fluid streak marks on the cycler screen. It is unknown at which point in therapy the leak may have begun. Fluid was not discovered in the pump module area and was not discovered on the external of the cassette. The patient was advised to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). A new cycler was issued to the patient. Additional information was requested, however, to date has not been provided.